Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting clinic due to meter result. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low and erratic blood glucose test results. The customer is concerned with test results from results obtained of 96, 111 and 103 mg/dl; customer was also concerned with meter memory results of 190 and 168 mg/dl. The customer¿s expected fasting blood glucose test result is below 150 mg/dl. The customer feels well and did not report any symptoms. Customer stated that he had contacted a local clinic on 10/31/2024 when he had obtained the result of 111 mg/dl; customer stated he had wanted to know if he should eat something. Customer stated that the clinic advised him to "eat snacks" and to take his metformin. Customer had eaten, performed a blood test and had obtained the result of 190 mg/dl non-fasting. During the call, a back-to-back blood test was performed by the customer non-fasting and produced test results of 188 mg/dl and 181 mg/dl using true metrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 02/28/2026 and open vial date is 10 days prior to the call. The meter memory was reviewed for previous test result history (time not set): result 1: 96 mg/dl date: 11/1/2024 time: 3:54 am fasting result 2: 190 mg/dl date: 10/31/2024 time: 8:12 pm non-fasting result 3: 111 mg/dl date: 10/31/2024 time: 6:59 pm fasting result 4: 103 mg/dl date: 10/31/2024 time: 12:00 am fasting result 5: 168 mg/dl date: 10/30/2024 time: 7:20 pm fasting.